Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a (B)(4) microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. (B)(4) product service confirmed the allegation. Product service received the terminal server and placed it on burn-in testing. It failed the over-night burn-in test. Monitor became disconnected from the term server, with a "loss of comms" error message on screen. The terminal server is an off-the-shelf computer peripheral, made by another manufacturer, and sold by (B)(4). (B)(4) does not possess troubleshooting capability beyond identifying these subcomponents as the sources of failure.

Event description:
The customer reported that the pts on ed1 lost their hard wired connection and switched over to wireless. He rebooted the terminal server and this re-established the hard wired communications. Sent out replacement terminal server under service agreement. This resulted in a temporary potential loss of centralized pt monitoring for any bedside monitor that was hard wired only. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt's information.